Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer change the pump supplies multiple times. Customer's blood glucose (bg) was elevated (value not provided) and customer administered insulin via insulin pen to address elevated bg. Reportedly, customer reverted to using another pump for insulin therapy.